Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: hwc, ktt. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a hardware removal due to nonunion. Originally, the patient was implanted with the locking compression plate (lcp) system on an unknown date. The lcp plates and the unknown screws were removed successfully. The surgeon commented that the fracture has been infected for approximately six (6) years and has been revised multiple times. Patient outcome was unknown. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Reviewing attached picture, the nonunion and screw migration can be observed. No other product problem could be identified. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant product update: 3.5mm lcp plate 10 holes 137 mm ( unknown part #, quantity # 1). 4.5mm narrow lcp® plate 10 holes/188mm ( unknown part #, quantity # 1). Unk - screws: locking ( unknown part #, quantity # 1). Unk - screws: cortex ( unknown part #, quantity # 3). Unk - screws: trauma ( unknown part #, quantity # 4).